Manufacturer narrative:
A ge representative evaluated and repaired the system. No further repair information is unavailable. System operates as intended.

Event description:
The customer reported the cine function failed to operate. No patient injury was reported.